Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): connector other. The full lead was returned and analyzed. Additional findings of blood in/on helix mechanism and lead stretched. The analyst commented that there was intermittency between the connector pin and cap.

Event description:
It was reported that the ventricular lead had high resistance, oversensing, no capture and an apparent fracture. The lead was explanted. No patient complications have been reported as a result of this event.